Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab. Upon repeat testing na results were about 5mmol/l higher than the original results. Amended reports were issued. Actual results were not supplied. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is calibrated and qc is run every 12 hours. The sodium results have consistently been within the lab's established ranges. Customer is using the twice-weekly flow cell maintenance procedure. A field service engineer (fse) was dispatched and replaced parts. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.